Manufacturer narrative:
Initial reporter phone no: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. On an unreported date, the patient passed away. The cause of death was reported as due to peritonitis and encephalitis. It was not reported if an autopsy was performed. Action with pd therapy was not reported. No additional information is available.